Manufacturer narrative:
(B)(4). The complainant part is not expected to be returned for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to malunion. The original procedure, which was performed on an unknown date, was to repair a left mid-shaft femur fracture. The construct included a left 10mm x380mm lateral entry nail, one (1) transverse screw, and two (2) distal screws. The hardware was removed fully intact, but the nail appeared to be bent. An issue was encountered with one of the instruments during the implant of the new nail, which resulted in intra-operative x-rays and a ten (10) to fifteen (15) minute delay. The procedure was ultimately completed successfully. This report will address the reason for revision only. The intraoperative events will be captured in and reported under (B)(4). This report is for one (1) unknown nail. This report is 1 of 3 for (B)(4).